Event description:
It was reported that during inspection, cardiosave intra-aortic balloon pump (iabp) had display is blank. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge fse was dispatched to evaluate the unit. The fse replaced the assy, display top lcd rohs, checked the display, and found it to be good.

Event description:
It was reported by customer that during inspection, the part of the display of cardiosave intra-aortic balloon pump was blank at startup. No patient involved.